Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received the connector portion of a partial lead was returned in one piece measuring 10.1cm. An external insulation abrasion was noted at 7.3cm to 7.5cm from the connector pin consistent with lead friction to the device can, located distal to the connector boot.

Event description:
This report is to advise of an event observed during analysis.